Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown with blood glucose of 232 mg/dl current blood glucose. Customer treated with insulin shots. Customer stated cracked on battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. The motor was tested outside of the unit and passed. Device had broken battery tube threads, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and a stained keypad overlay.